Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID (B)(4) implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient heard an alert and came to the hospital. The right ventricular lead had noise, oversensing, and the impedance was varying. The detections were turned off until the lead could be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient heard an alert and came to the hospital. The right ventricular lead had noise, oversensing, and the impedance was varying. The detections were turned off until the lead could be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Product performance data was also received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor occurred on (B)(6) 2013. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. The daily pace lead trend data shows a spike increase for ventricular pace bipolar impedance from 855 to 2299 to 893 ohms peak between (B)(4) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ventricular sic was 1670 counts in 6.81 days between (B)(4) 2013. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Fourteen non-sustained tachycardia episodes <(><<)>=210ms occurred between (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.